Event description:
The needle was difficult to pull out and broken under the skin [needle issue]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "the needle was difficult to pull out and broken under the skin" beginning on (B)(6) 2018, and concerned a (B)(6) years old male patient who was treated with novofine 8mm (30g) (needle) from unknown start date due to "type 2 diabetes mellitus". Patient's height, weight and body mass index (bmi) not reported. Medical history included type 2 diabetes mellitus since 20 years. The needle was broken in the patient's body during injection on the evening of (B)(6) 2018. The needle was novofine 30g. When pulling the needle, it was difficult to pull out and the pen was turned for second time, the needle was broken under the skin. The patient visited to hospital, taken a film and made b ultrasound, but nothing was found. The patient will be hospitalized to find out after 10 days due to no bed in the local hospital now. Action taken to novofine 8mm (30g) was not reported. The outcome for the event "the needle was difficult to pull out and broken under the skin" was unknown.

Event description:
Case description: investigation results: novofine 30g 0.3*8mm - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following information: investigation result updated. Manufacturer comment updated. Manufacturer's comment: 23-may-2018: as the device novofine 30g needle has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case: (B)(4). Device evaluated by MFR: evaluation summary: investigation results: novofine 30g 0.3*8mm - batch unknown. No investigation was possible, because neither sample nor batch number was available.